Manufacturer narrative:
Updated FDA product code.

Event description:
It has been reported that the device has failed a self-test.

Manufacturer narrative:
This issue was previously reported on MFR report#: 3030677-2025-002522 with (B)(4) and this investigation will be housed on MFR report#: 3030677-2025-002700 with (B)(4).